Manufacturer narrative:
The insulin pump was received with a blank display due to missing battery spring and corroded battery tube. The device was received with a cracked case at the display window corner, broken reservoir tube lip, cracked belt clip slot, missing end cap sticker, minor scratches on the lcd window and broken battery tube threads.

Event description:
The customer called about the donation process. Customer was advised the device would be replaced and agreed to return the product for analysis.